Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an under infusion during a flagyl secondary infusion utilizing the approved secondary clamps. The event happened during medication treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.